Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day for the event. On an unreported date, the patient was started on antibiotic treatment with gentamicin (dose, route, frequency and duration not reported) and ampicillin and sulbactam (dose, route, frequency and duration not reported). At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. Physioneal therapies were ongoing. No additional information is available.